Manufacturer narrative:
Date rec¿d by MFR : 06aug2019, date of report : 20aug2019. The philips service engineer recommended replacement of the power management printed circuit board assembly (pm pcba). Date rec¿d by MFR : 08aug2019, date of report : 20aug2019. The biomedical engineer reports that the power management board resolved the issue. The unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the 35 volt supply failed. There was no patient or user harm reported.